Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced an infection and rash from the sensor adhesive patch on the last two sensors. Patient's physician examined the rash and recommended an antibiotic cream. This is MDR 2 of 2 for the complaint. See MDR #3004753838-2011-00134 for report 1 of 2.

Manufacturer narrative:
Dexcom confirmed that this lot of product was properly sterilized prior to shipment. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.